Event description:
It was reported that the device would not stay powered on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control informed the customer that this device is no longer supported. The customer indicated that she would contact their physio-control sales representative to order a replacement device. The failed device has now been retired and removed from service. The device was not returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.